Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant of the ICD, the helix could not be extended properly. The lead was replaced. The patients condition was good and no adverse events were reported.